Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Hydroset was used to fill a bony void behind a well fixed cup. Proper mixing technique was followed with a wait time of approximately 25 minutes before attempting to drill into the hydroset. At that time the surgeon attempted to drill into, and said that the hydroset felt like wet sand and was not as hard as it should've been.